Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump did not allow the customer to get past the fill tubing step and received a minimum fill notification during the load process. After the fourth or fifth attempt, the customer loaded a new cartridge and infusion set and was able to resume insulin therapy. The customer's t:connect data did not show any fill estimate issues. Customer declined to go over the load process. There was no impact to the customer's blood glucose level.